Manufacturer narrative:
The revision reported was likely the result of bone cyst formation as stated in the report, suspected prosthesis wear, and posterior migration of the talar component. The reported prosthesis could not be confirmed from the available information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and images of the explanted components were not provided.

Event description:
As reported, after implantation of a cementless ankle joint endoprosthesis, excessive inlay wear and bone cysts on the tibia and talus were found. The patient was revised approximately 3 years and 7 months post the initial surgery. All parts/pieces were removed from the patient. Based on x-rays provided, it appeared the talar component had subsided/migrated. The patient was last known to be in stable condition following the event.